Manufacturer narrative:
The customer reported that the ac power cable might be the root cause of the issue. The customer cancelled the service call and reported the problem would be resolved by the customer. No add'l service info was provided.

Event description:
The customer reported that the system failed to power up to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.